Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch ultra meter was reading inaccurately compared to another onetouch ultra meter. The complaint was classified based on the customer service representative (csr) documentation. It is not known when the alleged inaccuracy first occurred, but the patient obtained a blood glucose result of ¿68mg/dl¿ with the subject meter and ¿102mg/dl¿ with another onetouch ultra meter within 30 minutes of one another. It is not known how the patient manages their diabetes, or whether they made any changes to their normal diabetes management regimen as a result of the alleged inaccuracy. The patient stated that they developed symptoms of ¿shaking and sweating¿ an unknown period of time before the alleged issue began. The patient associated these symptoms with low blood glucose levels. The patient denied receiving any form of treatment as a result of these symptoms and did not measure their blood glucose on any other device at this time. At the time of troubleshooting the csr noted that the correct unit of measure was set on the subject meter and the patient was using an approved sample site when testing. The patient¿s products were requested for evaluation. Although the patient had stated that they experienced symptoms suggestive of serious injury before the alleged product issue began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged ¿inaccurate¿ subject meter results did not affect treatment options prior to the onset of these symptoms.